Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device showed a service indicator in the device's readiness display. The device would not deliver defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device did not show ok and showed the service wrench icon in the device's readiness display. However, the device would deliver therapy when received at physio-control. The event code that triggered the service wrench would not affect the operation of the device regarding charging and delivery of defibrillation energy. Physio-control observed that the event code that triggered the service wrench icon was resolved in a software update unrelated to the reported failure of the device not delivering defibrillation energy. A replacement device was provided to the customer under warranty.